Event description:
Per the audiologist, the pt's mother reported that the pt responded intermittently to sound when using the cochlear implant system. Results from an integrity test done in 2008 were consistent with normal receiver/stimulator function with an intermittent electrode. The identified electrode was deactivated from the pt's sound processing program. The following month, the pt's mother reported the pt was still hearing intermittently. Exchanging external equipment did not solve the problem. Results of a repeat integrity test done in the same month, were consistent with the first test but also showed intermittency on one sub-test. Reimplantation is recommended but had not been scheduled at the time of this report.

Manufacturer narrative:
.